Event description:
It was reported that the right ventricular (rv) lead exhibited episodes of over-sensing. The lead was capped and replaced on (B)(6) 2024. The patient was discharged.

Manufacturer narrative:
Further information was requested but not received.